Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with technical support, the customer was able to successfully charge the pump using a secondary tandem usb cable. There was no reported adverse impact to the customer's blood glucose level.